Event description:
It was reported that the insulin pump has a blank display. Customer's blood glucose reading was 130 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not plugged in properly. The insulin pump was received with minor scratches on the display window, broken battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)